Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving blank displays and failed battery tests from the insulin pump after inserting new batteries. During troubleshooting with the helpline the customer stated the display returned after inserting a new battery and that there were no alerts or alarms. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. The customer was advised to monitor the device and to call the helpline back if the issues recurred. The customer's blood glucose value was 96 mg/dl. No further information was provided.